Event description:
Patient was injected with coaptite in 2008. During post-procedure follow-up, it was learned the patient was experiencing urinary tract infections. The physician performed a cystoscopy revealing a bulge of coaptite in the bladder wall near the bladder neck, obstructing the urethra.

Manufacturer narrative:
The physician plans to use further medical intervention to incise the lobe and release the coaptite, eliminating the blockage.